Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros eci immuno diagnostic system. Vitros tropi es result of 0.064 ng/ml vs. Expected result of <0.012 ng/ml was predicted from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result was reported from the laboratory, however, a corrected report was issued and no treatment was given, changed, or withheld based on the reported tropi es result. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros eci system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.